Event description:
It was reported that the large needle driver (lnd) was not recognized when it was being attached to the arm cart assembly (aca). Several attempts were made to disconnect/reconnect the lnd but it was still not recognized. The lnd was exchanged for a new one and it worked. There was no delay and no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported sterile interface module. The sterile interface module sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs indicated that the instrument experienced a failure of the read-write process, which can indicate instrument connectivity issues. An error code for 'red write sequence fail' was triggered and is associated with instrument usage read write sequence. Evaluation of the sterile interface module confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to the 9-pin connector of the instrument losing connection with the sterile interface module. A process improvement has been implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hiatal hernia repair with the patient under anesthesia, the large needle driver was not recognized when it was connected to the sterile interface module (sim) that was attached to the arm cart assembly. Several attempts were made to disconnect and reconnect the large needle driver, but it was still not recognized. The large needle driver was exchanged for a new one and it worked. There was no delay and no patient injury.